Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported fractured PICC line, not used from fracture identified. District nurse rang as couldn't get venous return from PICC line and when flushed, dressing became wet. Action taken: asked patient to come into unit for assessment of PICC line ? Device fractured. Patient came to unit and no venous return from PICC and when flushed, leaked out from dressing. PICC line removed and fracture in line observed in secure cath. No other information was provided.